Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation. Not returned to manufacturer.

Event description:
Distributor reported on behalf of user facility that during patient injection, the needle separated from the syringe. As a result, the clinician was stuck by the exposed needle. No permanent adverse effects to patient or clinician reported.

Manufacturer narrative:
Four fully assembled hypodermic needle components, without their original packaging, were received for product evaluation. The products visually matched the description for the product code 4658302. Visual inspection of the components did not reveal any non-conformity relevant to the reported event; no loose needle on the safety device was noticed and no cannula separation was observed on any of the samples. During functional testing, the components were seated and the caps were removed, the components were then filled with water. No leakage was observed at the luer tapers within 30 seconds, no needle detachment was observed. The returned components were found to be within specification. No evidence was found to suggest the reported event was related to intrinsic product problem.